Manufacturer narrative:
Additional information was added to h6 . H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the events occurred on unspecified dates, october to november 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) unspecified elastomeric devices failed to fully deliver the dose during patient infusion. The devices were filled with 18g piperacillin/tazobactam in 230ml 0.9% sodium chloride (nacl). There was no report of patient injury or medical intervention associated with this event. No additional information is available.